Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damaged camera socket and no image. There were no reports of patient harm.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11 the device was returned to olympus for inspection and the reported failure "camera socket is damaged" was confirmed but the failure "not possible to obtain an image" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on video connector socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on video connector socket should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.